Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30546930m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) an internal review was conducted on (B)(6) 2021 and it was noticed that the wrong product was inadvertently received and subsequently reported under (B)(4). The product that was received at biosense webster inc on (B)(6) 2021 is the concomitant product and not the product that was involved in the reportable event.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. During a pvc ablation procedure, about an hour after mapping, the temperature of the stsf was ranging from 35 -100, and there were frequent alerts that fall on the temperature cut-off of the smartablate generator. The procedure cable was changed but the issue continued. The issue was resolved by changing the stsf catheter to another one. The procedure was completed without patient consequence. After the procedure, a pericardial effusion was confirmed by body surface echo at the time of hemostasis in the patient (described in the gvp report). The causal relationship with the above was unknown. Drainage was performed in the catheter room. As the blood pressure increased, the patient returned to the critical care unit (ccu). At ccu, blood pressure and vital signs were stable, and the patient was being monitored. The patient outcome of the adverse event was reported to have improved. Prior to noting the CT ablation was performed. There was no evidence of a steam pop. No error messages were observed on biosense webster inc. Equipment during the procedure. The high temperature cut-off exceeded issue was assessed as not MDR reportable. Since generator stopped delivering rf, the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.